Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter address and telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported surgeon was attempting to implant thematrixmandible 7x23 angle reconstruction plate on (B)(6) 2018 when the plate broke. All pieces were recovered. Surgeon used another plate to complete the procedure successfully with a delay of approximately 50 minutes. This report is for one (1) matrixmandible 7x23 angle reconstruction plate right 2.5mm. This is report 1 of 1 for pc (B)(4).